Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2018. (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxt225 12.0 diopter intraocular lens (iol) was implanted in the patient's right eye (od) on (B)(6) 2018. However, there is a planned explant scheduled for (B)(6) 2018 due to an unexpected post-operative refraction/myopia. Reportedly, the patient was very myopic to begin with, the iol is in perfect position, and the doctor repeated measurements multiple times. Through follow up explant of the lens was confirmed and there was no vitrectomy and no incision enlargement required, but one 10.0 nylon suture was placed. Reportedly, the replacement lens was the same model, but different diopter of 10.5. There was no patient injury, but the patient had significant corneal edema at their one day post-operative exam. No additional information was provided.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.